Event description:
It was reported that a patient was connected to the setup for peritoneal dialysis therapy, during the priming of the lines. The care giver explained that they thought the homechoice device was done priming and connected the patient. However, after connecting the patient to the setup, the device display showed that it was still priming. The technical service representative instructed the care giver to end the therapy and advised to start over with new supplies. Proper procedure was reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient connected to the setup during the prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.